Event description:
It was reported that the customer had a a21 alarm on the insulin pump. The customer's blood glucose level was 80 mg/dl. The troubleshooting was performed and found out the possible cause of the alarms is the bad battery. The customer stated that alarm didn't occur shortly after inserting new battery. It was explained to the customer that the insulin experienced an expected restart. The patient was advised to monitor and call if the issues recur. No further information was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).